Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. D4: UDI # (B)(4). The complaint is not confirmed. The complaint is unconfirmed for two returned vitality ratcheting handle for the reported failure of functional failure. Visual inspection revealed no signs of damage. The handles were functionally examined with a vitality driver and found that both devices ratchet in forward or reverse positions and not at all in the lock position. The DHR was reviewed and there were no non-conformances or temporary deviations associated with the lot. Cause is not applicable as the complaint is unconfirmed per the device evaluation. The device was found to be fully functional. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00197.

Event description:
It was reported that during surgery, the two ratcheting handles would not ratchet. There was no reported patient harm or additional impact to surgery. This is report one of two of this event.